Event description:
Customer reports at 7pm he took his meds as routine without testing. Customer reports about 1 hour later, he tested because he was "feeling funny" with result of 250 mg/dl. Customer reports he felt terrible and couldn't speak a full sentence. Customer states his family was over at his house and called the emt's. Customer does not think he was tested on the emt's meter when they arrived because he felt more like he was having a stroke. Customer states when he got to the hospital they told him he was suffering from low bg, not a stroke. Customer states he was treated at the hospital, treatment unk. Customer does not know how long he stayed in the hospital, if it was a week or a month. Controls are expired. Customer states he no longer has strips used during the event; a replacement was sent.